Event description:
Procedure: low anterior resection. According to the reporter: staples did not form properly. A second unit was applied and staples did not form properly. The incision was enlarged and staples were removed from the bowel. The procedure continued with hand suturing.